Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the placement of the positioning sensor unit (psu), functionality was restored. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system could not recognize instrumentation. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found the event log revealed low battery voltage. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.